Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor confirmed. The specific root cause could not be determined at this time. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported issue was confirmed: foreign material was found at the air/water cylinder. After the foreign material was found, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was inspected as per IFU prior to use. The customer reported the scopes are checked for air/co2 flow, water flush, image capture and suction prior to the start of the procedure. The customer reported the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm a delay prior to precleaning but stated it was likely. The auxiliary channel was flushed with water and detergent during precleaning. Regarding manual cleaning, the technician was informed the device had a clog and the tech thoroughly brushed and inspected the scope prior to return. There were no defects in the reprocessing accessories. Visual examination showed the following issues: the connector cover was dented with deep scratches; switch button 1 was cut; switch button 3 was scratched; the distal end's plastic cover was scratched and dented; the objective lens adhesive was scratched; the light guide lens was chipped and had scratched adhesive; the bending section cover was scratched and its adhesive was cracked on both ends; the insertion tube had minor scratches and was snaky; the scope cover boot and color indicator ring were loose; the scope cover boot was scratched; and the light guide tube was dented and scratched. Functional testing showed the device's connector did not meet with electrical specifications for insulation. In addition, the directional knobs had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the scope had an air/water channel that was clogged with foreign material. The issue was identified in the endoscopy room and procedure was delayed for several minutes while another scope was obtained. The procedure was a flexible sigmoidoscopy continued with replacement scope. The customer reported there was no extension of anesthesia or sedation as a result of the delay. The customer reported the scheduled procedure was not completed due to poor prep of the sigmoid colon; there was excess stool impacting visibility. The scope was connected with co2 source, suction source and ¿olympus 190 machine¿- customer did not specify the part number. There were no adverse effects to patient and no medical intervention was required.